Event description:
It was reported that a mobi-c implant disassembled in the disc space intra-operatively. The surgeon asked the fellow to adjust the depth of implant and retract 1mm. When the fellow did so, the bottom plate, and only bottom plate, disengaged from peak cartridge. A new implant was used to perform the surgery and there was no patient impact; however, there was a five-minute delay to open and load a new implant.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the device is disassembled. A functional inspection was performed by reassembling the device and using a mobi-c inserter (mb9001r) and inserting the implant into the disc space of a spine model. The implant was able to be inserted as expected. Root cause: this event could possibly be attributed to improper attachment to the inserter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled in the disc space intra-operatively. The surgeon asked the fellow to adjust the depth of implant and retract 1mm. When the fellow did so, the bottom plate, and only bottom plate, disengaged from peak cartridge. A new implant was used to perform the surgery and there was no patient impact; however, there was a five minute delay to open and load a new implant.